Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set the ipg to MRI mode due to high impedances present on both implanted leads. Repositioning of the patient was attempted but unable to resolve the issue. The patient reported to have experienced a fall. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.